Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) units batteries were not ejecting from the battery slots when unlocked. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was confirmed onsite. He replaced spring coil located in the back of battery slots. After replacement of springs (d214-00-0208), batteries continued to fail auto eject from battery slot. Further he replaced power slot board(d997-00-1189), after replacement of board batteries no longer adhered to slot when battery latch was unlocked. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.